Event description:
Related manufacturing ref: 2182269-2019-00022. During a pulmonary vein isolation ablation procedure, a left atrial perforation occurred and the patient expired. While collecting geometry in the left atrium, the patient became hypotensive and an intracardiac echocardiogram revealed a pericardial effusion. A pericardiocentesis and surgical intervention were performed, however the patient went into ventricular fibrillation arrest and expired. There were no performance issues with any abbott devices.